Event description:
Pt with calcified tortuous lad disease. Rotablator burr became lodged in the artery. After multiple attempts, device able to be retrieved. Pt experienced chest pain and EKG changes and was admitted for observation.